Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. Inspection of the device found that at 129.6cm in length from the strain relief, the sheath was torn at the distal end. The edge of the tear was sharp and jagged. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and would not run. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected.

Event description:
Reportable based on device analysis completed on 21oct2025. It was reported that the device stalled. The target lesion was located in the coronary artery. A 1.25mm rotapro was selected for use. During the external test, it was noted that the rotational atherectomy device stalled. Replacing the nitrogen cylinder and the device did not resolve the issue. The procedure was successfully completed with another of the same device. There were no patient complications, and the patient was stable post procedure. However, device analysis revealed at 129.6cm in length from the strain relief, the sheath was torn at the distal end.